Manufacturer narrative:
This report is submitted on 23 june 2020.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2017. Additional information was requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial date of awareness was may 27, 2020, not june 1, 2020, as originally reported. This report is submitted july 8, 2020.